Event description:
An initial report was received reporting a blood leak right away. The facility was contacted for add'l info on this incident. It was learned that upon initiation of the dialysis treatment, gross blood was noted in the dialysate hose. It was confirmed that the event was an internal dialyzer leak. The reported blood loss was 101 ml. The pt had a stat h and h drawn. A new dialyzer was used to complete the treatment without further incident. There is no sample. The child was discharged to home when the treatment was complete. There is no further info that was reported regarding this incident.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2010, due to a positive stress test, the patient underwent an index procedure with balloon angioplasty and deployment of two promus stents to the mid left anterior descending artery (lad). Post procedure residual stenosis was 0% with timi iii flow. The patient received a peri-procedural loading dose of clopidogrel 300 mg. On (B)(6) 2010, the patient was started on clopidogrel and aspirin, and the patient was discharged. On the night of (B)(6) 2010, the patient had chest pressure, shortness of breath and diaphoresis. The patient took his aspirin and plavix the morning of (B)(6) 2010, and was taken by ambulance to the hospital. The patient was given nitroglycerin for resolution of the chest pain. The promus stents implanted previously in the lad were found to be patent. A 2.75 x 15 mm promus was implanted resulting in 0% residual stenosis. The patient was discharged (B)(6) 2010. Reportedly the patient expired on (B)(6) 2010. The cause of death is currently unknown. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to the medwatch report filed, additional information received indicates the cause of death to be hypertensive cardiovascular disease.

Manufacturer narrative:
(B)(4).